Event description:
It was reported that the loop recorder could not be interrogated and displayed backup operation. The device was explanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received final analysis found that the device could not be interrogated due to a battery anomaly. The battery was not able to supply the required current to the hybrid during interrogation. This resulted in a current-limiting effect and resulted in the battery voltage falling below the minimum threshold for communication.